Event description:
Patient is reported to have developed a burn on his calf following treatment with the anodyne professional unit by a healthcare professional. Patient was treated with antibiotics and is healing. Facility reports treating patient for 45 minutes at an energy setting of 10. Company safety information and instruction manual clearly states to treat patient's condition at an energy setting of 6-8. Patient had received 40 prior treatments with the anodyne unit without incident.